Manufacturer narrative:
.

Manufacturer narrative:
Component code - device subassembly = sample rack tray.

Event description:
The customer stated that they have had multiple instances of users slicing their fingers while using normal germicide wipe cloths to clean the rack trays. The customer stated that these incidences occurred in 2012 for an unspecified number of users. The customer did not know the exact dates each event occurred. All users wore gloves and personal protective equipment. The customer stated that one of these injured users had his finger cut on the rack tray, sought treatment, and required a stitch for the cut. The user was cleared to return to work on the same day. No other adverse events were alleged to have occurred for all other affected users. The customer stated that they have instituted their own policy in 2012 for cleaning the center runner of the rack trays with a cotton swab.

Manufacturer narrative:
The user cut his index finger cleaning the center guide piece of the sample rack tray.

Manufacturer narrative:
Mandatory updated cleaning instructions are being provided to all current customers as well as future customers. The update of the cleaning procedure contains proper instructions and warnings not to touch the edges of rack trays and includes instructions for safe handling of the parts to avoid the risk of injury.